Manufacturer narrative:
Patient reported sensor was painful, leaving a sore from using skin tac with the sensor pad. The sore was in the areas she put the dexcom sensor. Extent of injury, if any (e.g. Fainting, infection): it left a 1.5 in. Long open sore. Pt reported the site is infected and has an appointment with internist. Follow up call to speak whith patient: she said doctor told her to keep an eye on it, it has a scab and it's healing. Patient stated it's okay and that the doctor didn't give her any medicine. She saw the internist and said if it stops healing that she would go back to the doctor. Current condition of patient: patient thinks she's okay besides the sore.

Event description:
Patient contacted dexcom to report painful irritation.